Manufacturer narrative:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 24-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure had completely come out of left fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2020. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("back pain on regular basis"), pelvic pain ("pain in pelvis"), adnexa uteri pain ("pain in fallopian tubes") and pain in extremity ("pain in left hand side being the "worst"") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). At the time of the report, the device dislocation, back pain, pelvic pain, adnexa uteri pain, pain in extremity and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter provided no causality assessment for adnexa uteri pain, back pain, device dislocation, pain in extremity, pelvic pain and pregnancy with contraceptive device with essure. The reporter commented: one still in fallopian tube "awaiting" removal via hysterectomy other has come out of tube. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Ultrasound pelvis - on an unknown date: essure had completely come out of left fallopian tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4), on 24-feb-2021. The most recent information was received on 28-jul-2022. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure had completely come out of left fallopian tube/ misplaced essure wires/ both appear to protruded to myometrium") and embedded device ("one essure wire is identified in the left fundic/cornual region/on the left, the essure device is in embedded in the muscle of the womb rather than in the fallopian") in a 39 year-old female patient who had essure inserted (lot no. He01182). Additional non-serious events are detailed below. Other product or product use issues identified: device ineffective ("device ineffective" on 30-nov-2020). The patient had a medical history of laparoscopy on (B)(6) 2021, iliac fossa pain on (B)(6) 2021, slight temperature, tachycardia, lightheadedness, nausea and cramp in lower abdomen (B)(6) 2010 on (B)(6) 2020, foot sprain (treatment: 1. Equalizer boot. 2. Advised to take pain killers and anti-inflammatory medication. 3. Fracture clinic appointment.) In 2018, lower abdominal pain and hysteroscopy in 2017, unwanted pregnancy (uss shows early pregnancy. Outcome: expelled products of contraception) in 2014 and spotting vaginal, constipation, dysmenorrhea, diarrhea and increased urinary frequency. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 1425 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required), back pain ("back pain on regular basis"), pelvic pain ("pain in pelvis/ left sided pelvic pain"), adnexa uteri pain ("pain in fallopian tubes"), pain in extremity ("pain in left hand side being the w orst") and pregnancy with contraceptive device ("pregnancy with essure"). Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding/ bleeding heavily"), dyspareunia ("dyspareunia") and mental disorder ("psychological issue"). The patient was treated with desogestrel, codeine, cerazette [cefaloridine] and paracetamol as well as surgery (bilateral salpingectomy, laparoscopic hysterectomy) and laparoscopic hysterectomy with bilateral salpingectomy. At the time of the report, the outcomes for device dislocation, back pain, pelvic pain, adnexa uteri pain, pain in extremity and pregnancy with contraceptive device were unknown. Pregnancy related information: prospective report. The patient's obstetric status was para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered dyspareunia, genital haemorrhage and mental disorder to be related to essure administration. No causality assessment was received for essure with regard to back pain, pelvic pain, adnexa uteri pain, pain in extremity, device dislocation, pregnancy with contraceptive device or embedded device. The reporter commented: one still in fallopian tube aw aiting removal via hysterectomy other has come out of tube. Early device insertion- 2coils right 2 coils left patient has had a failed essure sterilization had a live iu pregnancy of approximately 6 weeks gestation. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2021: the uterus is distended, there is fluid within the endometrial cavity and a small focus of intermediate density material, this is consistent with a single intrauterine pregnancy at an early stage. Beyond this there are physiological appearances of the pelvic organs· with no free fluid or additional extra uterine pregnancy/collection demonstrated. No ascites. No pathological ovarian lesion identified. No hydronephrosis. Comment: a single intrauterine pregnancy is confirmed; (date unknown): excluded a heterotopic pregnancy and showed normal ovaries [pathology test] on (B)(6) 2021: a: left fallopian tube : received is a fallopian tube measuring 8omm in length with a diameter of 5mm plus a separate piece of fibrous tissue measuring 6x6x6mm. The fimbrial end of the main specimen measures 30xl0x9mm. There is no macroscopic abnormality and no essure wires are identified uterus, cervix , right tube: one essure wire is identified in the left fundic/cornual region embedded within the myometrium. Situated in the right cornual region and appearing to extend in to the proximal portion of right tube is a second essure wire. The distal end of this wire protrudes below the covering serosa on the uterine surface in the region of the proximal extra-uterine portion of the right fallopian tube. [Pregnancy test] (date unknown): positive [ultrasound pelvis] (date unknown): essure had completely come out of left fallopian tube [ultrasound scan] on (B)(6) 2017: suggested there might be a left adnexal mass.; (date unknown): left-sided mass seen [ultrasound scan vagina] on (B)(6) 2017: anteverted uterus of normal appearance measures approx. 75mm in length. Cavity appears clear. Total endometrial thickness= 3.7mm. 'Both essure implants can be seen crossing the myometrium towards the ¿endometrial cavity. Both essure implants appear correctly placed. Both ovaries appear within normal limits. No obvious adnexal masses or free fluid seen on this scan; on (B)(6) 2018: anteverted uterus measures approximately 8.9cm in length total endometrial thickness measures 87.8mm. Cavity appears clear. There is a small intramural fibroid measuring 1,cm in diameter in the posterior uterine wall which indents into the endometrium. · there is also a 1. 5cm intramural fibroid in the posterior wall. Both ovaries appear within normal limits. No obvious adnexal masse or free fluid seen on this scan; on 27-apr-2021: anteverted uterus approximately 9 and half cm long clear cavity total endometrial thickness = 7mm. Right ovary contains a 38mm simple cyst. Left. Ovary not clearly visualized. No free fluid seen. Left essure device seen from top of fundal cavity through myometrium right essure device not seen from top of cavity but appears to be placed laterally and seen fundal and lateral to uterus bladder remained full post micturition x 2,·measuring 110 nm x 95rnm 90rnm after first micturition and 75rnm x 40rnm x 100rnm after second micturition. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 28-jul-2022: medical record received. Aka name added, reporters added. Treatment surgery name added. Event embedded device added. Medical history added. Lab test data added. Race added. Implant date updated. Rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('essure had completely come out of left fallopian tube') in a 39-year-old female patient who had essure (batch no. He01182) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2020. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), back pain ("back pain on regular basis"), pelvic pain ("pain in pelvis"), adnexa uteri pain ("pain in fallopian tubes") and pain in extremity ("pain in left hand side being the w orst") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"), 3 years 10 months after insertion of essure. On an unknown date, the patient experienced genital haemorrhage ("abnormal bleeding"), dyspareunia ("dyspareunia") and mental disorder ("psychological issue"). The patient was treated with surgery (to remove essure). Essure was removed on (B)(6) 2021. At the time of the report, the device dislocation, back pain, pelvic pain, adnexa uteri pain, pain in extremity and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter provided no causality assessment for adnexa uteri pain, back pain, device dislocation, pain in extremity, pelvic pain and pregnancy with contraceptive device with essure. The reporter considered dyspareunia, genital haemorrhage and mental disorder to be related to essure. The reporter commented: one still in fallopian tube aw aiting removal via hysterectomy other has come out of tube. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Ultrasound pelvis - on an unknown date: essure had completely come out of left fallopian tube. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2022: summon received : event - "genital bleeding", 'dyspareunia" , "psychological disorder nos' added also lot number and non-drug treatment notes added we received a lot number in this case. A technical investigation will conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority mhra (reference number: (B)(4)) on 24-feb-2021. The most recent information was received on 22-dec-2023. This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of device dislocation ("essure had completely come out of left fallopian tube/ misplaced essure wires/ both appear to protruded to myometrium / misplaced essure wires / device migration") and embedded device ("one essure wire is identified in the left fundic/cornual region/on the left, the essure device is in embedded in the muscle of the womb rather than in the fallopian") in a 39 year-old female patient who had essure inserted (lot no. He01182). Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("device ineffective" on (B)(6) 2020). The patient had a medical history of laparoscopy on (B)(6) 2021, iliac fossa pain on (B)(6) 2021, slight temperature, tachycardia, lightheadedness, nausea and cramp in lower abdomen (2-6/10) on (B)(6) 2020, foot sprain (treatment: 1. Equalizer boot. 2. Advised to take pain killers and anti-inflammatory medication. 3. Fracture clinic appointment.) In 2018, lower abdominal pain and hysteroscopy in 2017, unwanted pregnancy (uss shows early pregnancy. Outcome: expelled products of contraception) in 2014, pregnancy (baby female livebirth at home) in 2007, pregnancy (baby male livebirth at 41 weeks 3810 grams) in 2006 and discomfort, multi gravida, anxiety, depression, oral contraceptive, postpartum depression (history of postnatal depression), spotting vaginal, constipation, dysmenorrhea, diarrhea and increased urinary frequency. Previously administered products included: mirena. Concomitant products included ibuprofen and dalteparin. On (B)(6) 2017, the patient had essure inserted. On (B)(6) 2020, 1425 days after essure insertion, she experienced device dislocation (seriousness criteria medically important and intervention required), back pain ("back pain on regular basis"), pelvic pain ("pain in pelvis/ left sided pelvic pain"), adnexa uteri pain ("pain in fallopian tubes"), pain in extremity ("pain in left hand side being the w orst") and pregnancy with contraceptive device ("pregnancy with essure / intrauterine pregnancy"). Essure was removed on (B)(6) 2021. An unknown time later she experienced embedded device (seriousness criterion medically important), genital haemorrhage ("abnormal bleeding/ bleeding heavily"), dyspareunia ("dyspareunia"), mental disorder ("psychological issue"), abdominal pain ("abdominal pain"), vaginal discharge ("vaginal discharge"), abdominal pain upper ("stomach cramps"), dizziness ("dizzy"), urinary tract disorder ("urinary problems"), alopecia ("hair loss") and fatigue ("fatigue"). The patient was treated with desogestrel, codeine, cerazette [cefaloridine] and paracetamol as well as surgery (bilateral salpingectomy, laparoscopic hysterectomy) and laparoscopic hysterectomy with bilateral salpingectomy. At the time of the report, the outcomes for device dislocation, back pain, pelvic pain, adnexa uteri pain, pain in extremity and pregnancy with contraceptive device were unknown. Pregnancy related information: prospective report. The patient's obstetric status was para 5. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, abdominal pain upper, alopecia, dizziness, dyspareunia, fatigue, genital haemorrhage, mental disorder, urinary tract disorder and vaginal discharge to be related to essure administration. No causality assessment was received for essure with regard to back pain, pelvic pain, adnexa uteri pain, pain in extremity, device dislocation, pregnancy with contraceptive device or embedded device. The reporter commented: one still in fallopian tube aw aiting removal via hysterectomy other has come out of tube. Early device insertion- 2coils right 2 coils left patient has had a failed essure sterilization had a live iu pregnancy of approximately 6 weeks gestation descripancy noted in insertion date : as per argus (B)(6) 2017 as per sd : (B)(6) 2017 unable to rule out co-existing ectopic pregnancy. Diagnostic results (normal ranges are provided in parenthesis if available): [magnetic resonance imaging] on (B)(6) 2021: the uterus is distended, there is fluid within the endometrial cavity and a small focus of intermediate density material, this is consistent with a single intrauterine pregnancy at an early stage. Beyond this there are physiological appearances of the pelvic organs· with no free fluid or additional extra uterine pregnancy/collection demonstrated. No ascites. No pathological ovarian lesion identified. No hydronephrosis. Comment: a single intrauterine pregnancy is confirmed; (date unknown): excluded a heterotopic pregnancy and showed normal ovaries [pathology test] on (B)(6) 2021: a: left fallopian tube : received is a fallopian tube measuring 8omm in length with a diameter of 5mm plus a separate piece of fibrous tissue measuring 6x6x6mm. The fimbrial end of the main specimen measures 30xl0x9mm. There is no macroscopic abnormality and no essure wires are identified uterus, cervix , right tube: one essure wire is identified in the left fundic/cornual region embedded within the myometrium. Situated in the right cornual region and appearing to extend in to the proximal portion of right tube is a second essure wire. The distal end of this wire protrudes below the covering serosa on the uterine surface in the region of the proximal extra-uterine portion of the right fallopian tube. [Pregnancy test] (date unknown): positive [ultrasound pelvis] on (B)(6) 2020: intrauterine pregnancy with gestation of approximately 6 weeks. Right ovary nad. Left ovary 27x14mm well defined area adjacent to ovary with some color flow demonstrated.; (date unknown): essure had completely come out of left fallopian tube [ultrasound scan] on (B)(6) 2017: suggested there might be a left adnexal mass.; on (B)(6) 2021: a right-sided 3.8 cm ovarian simple cyst. The left ovary was not seen. Both essure devices were seen and the right one seems to be placed a little deeper than the left; (date unknown): left-sided mass seen [ultrasound scan vagina] on 03-may-2017: anteverted uterus of normal appearance measures approx. 75mm in length. Cavity appears clear. Total endometrial thickness= 3.7mm. 'Both essure implants can be seen crossing the myometrium towards the ¿endometrial cavity. Both essure implants appear correctly placed. Both ovaries appear within normal limits. No obvious adnexal masses or free fluid seen on this scan; on (B)(6) 2018: anteverted uterus measures approximately 8.9cm in length total endometrial thickness measures 87.8mm. Cavity appears clear. There is a small intramural fibroid measuring 1,cm in diameter in the posterior uterine wall which indents into the endometrium. · there is also a 1. 5cm intramural fibroid in the posterior wall. Both ovaries appear within normal limits. No obvious adnexal masse or free fluid seen on this scan; on (B)(6) 2021: anteverted uterus approximately 9 and half cm long clear cavity total endometrial thickness = 7mm right ovary contains a 38mm simple cyst left. Ovary not clearly visualized no free fluid seen left essure device seen from top of fundal cavity through myometrium right essure device not seen from top of cavity but appears to be placed laterally and seen fundal and lateral to uterus bladder remained full post micturition x 2,·measuring 110 nm x 95rnm 90rnm after first micturition and 75rnm x 40rnm x 100rnm after second micturition. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-dec-2023: mr received : events - abdominal pain, vaginal discharge, stomach cramps, dizzy, hair loss, fatigue were added, reporters information, medical history and concomitant drug added, lab data added and rcc updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (mhra, reference number: (B)(4)) on 24-feb-2021. This spontaneous case was reported by a consumer and describes the occurrence of device dislocation ('essure had completely come out of left fallopian tube') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective" on (B)(6) 2020. On an unknown date, the patient had essure inserted. On (B)(6) 2020, the patient experienced device dislocation (seriousness criterion medically significant), back pain ("back pain on regular basis"), pelvic pain ("pain in pelvis"), adnexa uteri pain ("pain in fallopian tubes") and pain in extremity ("pain in left hand side being the worst") and was found to have a pregnancy with contraceptive device ("pregnancy with essure"). At the time of the report, the device dislocation, back pain, pelvic pain, adnexa uteri pain, pain in extremity and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The reporter provided no causality assessment for adnexa uteri pain, back pain, device dislocation, pain in extremity, pelvic pain and pregnancy with contraceptive device with essure. The reporter commented: one still in fallopian tube awaiting removal via hysterectomy other has come out of tube. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on an unknown date: positive. Ultrasound pelvis - on an unknown date: essure had completely come out of left fallopian tube. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.